Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. A 2.5 x 12mm maverick2 balloon was advanced and the shaft broke in the guide catheter. The device was removed and the case was completed with another balloon. No pt injuries or complications occurred. Pt status is satisfactory.